Event description:
Per call with hcp (B)(6), she read the medical records notes that patient's catheter was removed because it was not functioning, there were no other information provided, patient has 2 catheter, a (B)(6) catheter and another. Catheter from flowonix. Information was received from a healthcare provider via a company representative regarding a patient receiving dilaudid (10 mg/ml at 2.3 mg/day) via an implanted pump. It was reported that a dye study was attempted on (B)(6) 2026 and the physician could not aspirate. The physician was concerned about the catheter integrity due to increases in infusion rates at last refill. It was noted that the patient had a flowonix catheter that appeared to be at the t9 level, but it was attached to a (B)(6) pump connector and a (B)(6) pump. It was unknown why the flowonix catheter was being used with the other (B)(6) products. There were no reported environmental, external, or patient factors that may have led or contributed to the issue. The physician was sending the patient to a surgeon for possible retry of the dye study and/or catheter revision/replacement if needed. No appointment had yet been scheduled. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).